Event description:
It was reported that there was corneal burn. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown, not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Device evaluation: a field service engineer (fse) visited site and performed a system check of the device. System performing to specification. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.